Event description:
Underdelivery reported. The pump was rec'd in the biomedical engineering dept with an unsigned note that states, "low volume." The note/pump could not be traced to a user, nursing unit or pt for further info. No incident report was written. During biomed testing, the pump delivered 17.8ml with an expected delivery amount of 20ml. Device specification requires delivery to be 20.0 +/-1.0ml. There were no reports of any adverse incidents while the device was in clinical use. No additional info was available.